Event description:
The manufacturer's representative reported that at two days post implantation the lead became non-functional. On (B)(6), intraoperative testing confirmed the lead to be non-functional and the lead was replaced. It was noted that the original lead position was correct.

Manufacturer narrative:
(B)(4). Final analysis results revealed broken welds on the #0, #2, and #3 electrodes.